Event description:
Approximately 7 month(s) and 27 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening and disassociation of the polyethylene. Patient rolled over in his sleep and felt a pop in his shoulder. Dissociated polyethylene from center cage. The patient underwent standard total revision and the outcome of this event is considered resolved. The clinical report indicates that this event is definitely related to the device(s) and/or to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6). 300-30-06 - equinoxe preserve stem 6mm: (B)(6). 310-01-47 - equinoxe, humeral head short, 47mm (beta): (B)(6). 319-01-32 - steinmann pin sterile 3.2mm x 178mm: (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6). 300-20-02 - equinox square torque define screw drive kit: (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reported may have been due to glenoid loosening and/or disassembly of the cage from the glenoid body. However, the reported glenoid loosening and disassembly could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.